Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance and threshold on the left ventricular (lv) lead. X-ray showed the middle part of the lead was fractured. The lead was inactivated and the lead remains in the patient. The patient is waiting for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.